Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging. An ntw clip (31204a1039) was inserted and grasping was performed. However, the leaflets were unable to be grasped; therefore, the clip was removed and replaced. An xtw clip (31201a2084) was inserted and deployed on the mitral valve. To further reduce mr, an ntw clip (31204a1045) was inserted. However, due to poor imaging, the clip came in contact with the anterior leaflet, causing the implanted xtw clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The ntw clip was removed and two additional xtw clips were implanted to stabilize the slda. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (caused damage) is related to procedural conditions as it was reported that due to poor imaging, this second clip that was being attempted to be implanted contacted the first implanted clip and caused the slda of the first implanted clip. Image resolution poor is related to procedural conditions associated with imaging being challenging. There is no indication of a product issue with respect to manufacture, design or labeling.